Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported the device usually cycles on and off, but it was not doing that anymore. The caller stated the device ran for 45 minutes and got to the point where it was bothering the patient. The caller stated they turned the device off. The caller noted they turned the device back on to see if it is better and it was not. The caller noted it was not cycling the way it should and they had tried all the programs. There was no report of any medical procedures or emi that could be related to the issue. There was no reported falls or trauma related to the issue. The caller noted this began on (B)(6). The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.